Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was 298 mg/dl at the time of the incident. The customer states the insulin pump was exposed to fluid/moisture when they got wet and kept the insulin pump on during the time. The product will be replaced. The product will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected alarm error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump was monitored and tested with no failed battery test noted. Pump received with moisture damage on electronics assembly, corroded battery tube, cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked case reservoir tube window corners and minor scratches on display window noted.